Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported that the tubing of a lap-band device allegedly eroded where it attached to access port. The alleged erosion was discovered during the revision surgery when the surgeon was replacing the port for a suspected leak. Additional info received from the health professional noted "pt constantly hungry and not maintaining fill volumes." "Pt with leaking band, required surgery."